Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the during preparation, the emboshield nav6 embolic protection system (eps) was being flushed when it was noted that there was an oil substance in the water. The substance is believed to be from the nav6 packaging. There was no patient involvement and no clinically significant delay in the procedure. A new nav6 was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned unit. The reported contamination was not confirmed on the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unidentifiable contamination. It may be possible that the oil substance in the water was from the flushing solution/saline; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.